Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was surgically abandoned during a device changeout procedure due to high out of range pacing impedance measurements greater than 2,000 ohms. To date, there have been no adverse patient effects reported.